Event description:
It was reported that a pump has a system error 322. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported system error 322 was reproduced during evaluation testing. Evaluation of known contributors to system error 322 has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.